Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm after changing reservoir. Customer stated insulin pump had reject new batteries, changing batteries every other week, battery cap worn out, loses setting when batteries was changed, had to program time, louder to rewind, no insulin delivery alarm without explanation. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.